Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump's black box showed evidence of partially discharged batteries being installed on (B)(6) 2018 and (B)(6) 2018. No damage was found to the battery compartment or cap. The pump's current draws measured within specifications. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, with large ketones, nausea, extreme drowsiness, and polydipsia, associated with an alleged battery life issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed an alleged battery life issue occurred with three separate batteries out of at least 2 separate packs. The alarm history recorded low battery alarms, and indicated the battery life was less than expected. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a battery life issue.